Event description:
It was initially reported that the tip of the top jaw fell off and went into the patient when the surgeon was firing through the tissue. It was retrieved with a grasper and the case was completed. Follow-up investigation: patient came in for a follow-up x-ray, they found a spring and trapdoor in the patient. Caller not sure if they will be doing another surgery. Fragments removed in a second surgery on (B)(6) 2015.

Manufacturer narrative:
Patient demographics (date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device has a broken jaw near the trap door pin. Front piece of the jaw was returned but not the spring, trap door or pin. One of the teeth from the broken jaw piece is damaged. The mating part (needle) was not returned. This type of event is typically caused by user mechanical damage from dropping the device or hitting the device against bone or another device. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.